Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: use inconsistent with instructions for use recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location entanglement with other instruments or device inadequate tissue conditions .per instructions for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No update required. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscal repair after deploy of t1, t2 deploy prematurely. The procedure was successfully completed with a backup device and no significant delay or further complications were reported.

Manufacturer narrative:
H10. H3, h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No anchors or suture were returned. The device displayed no damage. The depth limiter was attached. The device cycled and actuated as expected. There was no device fault observed although distance between anchor placement has been known to encourage pulling of the opposite anchor. Some suture slack is required. Per instructions for use (IFU): ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that after deploy of t1, t2 deploy prematurely. It is unknown if the event happened during a procedure, if there was a delay or backup device available. No further complications reported.